Event description:
It was reported that prior to implant the helix did not rotate smoothly. This lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: the reported field event of helix damage was confirmed in the laboratory. Analysis revealed that the actuation was jumpy due the helix being bent. The root cause for the bent helix could not be determined.